Event description:
It was reported to philips that the customer was unable to perform x-rays due to a problem with the footswitch. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue happened. The procedure was completed by as a planned treatment. A remote service engineer (rse) examined the system remotely and confirmed footswitch has no signal intermittently. After reviewing log file rse found that the footswitch was not on when it cannot perform fluoroscopy. On onsite service fse visit and checked the footswitch visually and found its connector was damaged. To resolve the problem fse replacing the wired footswitch. After replacing the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.